Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 280 mg/dl. Advised customer to check the cannula connection and the insertion site. The customer confirmed that they had replaced the infusion set. The customer stated that there were no leaks present and that the insulin was not expired. The customer explained that the high blood glucose persisted after the complete set change. The customer further confirmed that insulin had come out of the tubing. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/force sensor system test due to a faulty force sensor resistor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the prime/fill anomaly. The insulin pump had a cracked reservoir tube lip and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.